Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient presented with pre operative diagnosis of lumbar diskogenic syndrome secondary to internal disk derangement of l3-4, l4-5,l5-s1 and underwent following procedures: posterior l3,l4,l5 and s1 bilateral laminectomies and disckectomies for nerve root decompression followed by interbody arthrodesis with left iliac crest autograft, macropore prosthesis and bone morphogenic protein. Bilateral intertranverse fusion l3 to s1 with left crest autograft, allograft and bone morphogenic protein. Insertion of segmental pedicle screw fixation, l3 to s1 with titanium instrumentation. Posterior lumbar interbody fusion,l3-s1, posterolateral fusion l3,l4,l5,s1 with bmp, iliac crest bone graft. Findings: three level internal disk disruption of disk at l3-l4 and to a lesser degree, l4¿l5. Significant protrusion was noted at l5-s1 also. Operative report: a 12 mm macropore prosthesis filled with collagen sponge prepared from bone morphogenic protein was placed using transforaminal approach at l5-s1. A second prosthesis was placed using identical technique from a right sided approach posteriorly. After both prosthesis were inserted, remaining central and lateral aspect of disk space was packed with iliac crest cancellous autograft morsels. At l4-l5 and l3-l4, two 12 mm prosthesis at each level were implanted using traditional bilateral approach. All prosthesis were filled with collagen sponge from bone morphogenic protein. Again central and lateral aspect of disk space was packed with cancellous autograft morsels. 6.5 x 40 mm titanium pedicle screws were inserted into l3.l4.l5 bilaterally. 7.5 x 35 mm screws were inserted bilaterally at s1. Pre-bent titanium lordotic rods of appropriate length were affixed to pedicle screws with offset connectors at l3 and transverse connectors at l4,l5,s1. Locking screws were then tightened and broken off. Bilateral inter-transverse fusion was then performed to decorticate the transverse processes of l3,l4,l5 and sacral ala on both sides which was followed by placement of copious amount of strips of cancellous and corticocancellous iliac crest autograft from l3 to s1. On top of that preparation were placed long strips of allograft putty wrapped in collagen sponge prepared with bone morphogenic protein. Two such strips were implanted on either side spanning from l3 to s1 in the intertransverse region. Post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.